Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired due to a cerebrovascular accident. According to the center, there were no known device issues and the pump appeared to be functioning properly. The pump was not explanted and will not be returned.

Manufacturer narrative:
Approximate age of device: 29 days. A correlation between the device and the reported stroke could not be determined. The device was not explanted. It was reported that no known device related issues were noted. The instructions for use lists stroke as a potential adverse event associated with use of the heartmate ii lvas. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.